Event description:
It was reported that the tip of the guidewire detached and remained inside the patient. A pt graphix guidewire was selected for use in a percutaneous coronary intervention (pci) to treat coronary heart disease. During the procedure, the radiopaque tip broke off. The device fragment could not be retrieved and was left inside the patient. The pci was successfully completed with another of the same device. The patient was expected to fully recover.

Manufacturer narrative:
Device evaluated by MFR: the returned guidewire was not complete, only a section of approximately 70.7 inches was returned. The remaining 1.3 inch portion of the polymer jacket was detached and not returned. The distal, medium and proximal sections of the device were measured and were found to be within specification. The distal outer diameter measurement could not be performed due to device condition.

Event description:
It was reported that the tip of the guidewire detached and remained inside the patient. A pt graphix guidewire was selected for use in a percutaneous coronary intervention (pci) to treat coronary heart disease. During the procedure, the radiopaque tip broke off. The device fragment could not be retrieved and was left inside the patient. The pci was successfully completed with another of the same device. The patient was expected to fully recover.